Manufacturer narrative:
The exact date of event is unknown; june 01, 2014 is the date the literature article was published. This report is for an unknown synthes clavicle hook plates/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hillewaere ,s., dierickx, c., arthroscopic-assisted treatment of glenoid fractures in conjunction with high-grade acromioclavicular joint injury: a technical note and overview of classification, techniques in shoulder & elbow surgery volume 15, number 2, june 2014 (belgium). The purpose of the study was to present 2 cases of combined scapular fractures and to suggest a less invasive technique to reduce and fix this fragment on to the inferior glenoid. A (B)(6) year-old male patient and a (B)(6) year-old male patient with scapular fractures were included in the study. The patients already had synthes plates in situ but fixation was replaced by synthes clavicle hook plates. Postoperatively the arm is immobilized in an adduction bandage and cryotherapy is applied. Last follow-up was organized at 15 months. A (B)(6) year-old male patient developed a limited joint mobility despite intensive manual therapy; at the time of hardware removal, a simultaneous mobilization of the shoulder was performed with success as a frozen shoulder was suspected. Intensive manual therapy was continued until good mobility was achieved at 8 months postoperatively. A (B)(6) year-old male patient already had a synthes lcp (low-contact plate) in situ when it was noted that there was a gross displacement of the ac joint and glenoid fracture. It was then removed and replaced by a clavicle hook plate. This report is for the (B)(6) year-old male patient. This report is for unknown synthes clavicle hook plates and synthes low contact plates. This is report 1 of 2 for (B)(4).